Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event as the tape was not sticking after the set was used for two days. The tape was not sticking on second day of use. The site of insertion was thigh. The patient confirmed to not perspire heavily. No further information available.